Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned vial containing test strips from multiple lots - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter in law is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing three times a day (fasting) and is taking medication to control his diabetes (insulin). The customer has not made any recent changes in his diet, exercise regimen, or medication.